Event description:
Applied medical resources (amr) sales rep reported that co had observed an "upj" procedure and the procedure was going well until the acucise device was pulled out of the pt and placement of stent was made. Pt was admitted to intensive care unit because of bleeding. No additional details or info regarding this incident is available at the time of this reporting.